Manufacturer narrative:
(B)(4). Additional information received affiliate: what is the patient's current condition? The patient has been discharged. What were the indications for surgery? The patient was diagnosed as carcinoma of colon. How was the purse string created? It was created with purse string forceps at the tying notch. Which incision was bleeding (circular or linear)? Circular. Were blood products administered? No. Are devices being returned from the first procedure? Second procedure? All devices have been discarded. No device will be returned.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Batch # unk.

Event description:
It was reported that after a colectomy procedure, the patient was in ICU before having the colectomy. During the colectomy procedure, which began at 8 am on (B)(6) 2015, the surgeon used the device to anastomose intestines end-to-side and a linear cutter to close the incision; which was used to put the device into the intestine tube. After the procedure was finished, no abnormalities were detected at that time. But at 1 am (B)(6) 2015, the patient was found bleeding in the ICU. Examination result indicated the patient had excess heme. The surgeon had to perform revision surgery. The original incision was opened and hand sewing plus a new linear cutter were used to complete the surgery. The patient is still in ICU for further observation. The device was discarded.